Event description:
It was reported that the pacing threshold had increased. The sense/pace portion of the lead was capped and replaced. The defib portion remains active.

Manufacturer narrative:
No medwatch form was received.